Event description:
On (B)(6) 2014, the distributor contacted animas, alleging that the ok and contrast keypad buttons were under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the keypad was intact with no peeling. All of the buttons were intermittently responsive. Contamination was found under all of the button contacts when the keypad was removed. There was no evidence of moisture or loose components inside the pump when the case was removed.